Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer stated that they were taking some insulin for their lunch and the pump got stuck. Customer stated that it was as if the pump was trying to give them 300 units. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer will receive a replacement pump due to the button error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected scrolling of numbers noted. The insulin pump alarmed button error after boot up and intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.